Event description:
The patient claimed that the up/down buttons required several presses to activate the desired pump functions. The keypad is reportedly intact. There was no adverse event associated with this complaint. The pump was replaced.

Manufacturer narrative:
The pump was returned to animas for evaluation and evaluated. The keypad appeared to be intact and there is no lifting or peeling observed. The "up/down and ok" keypad buttons are intermittently responding to user inputs during testing. The "contrast" keypad button requires excessive force to activate during testing. The keypad was removed for further investigation. It was observed the "up/down and ok" key contacts intermittently click and spring back when pressed. There was evidence of keypad adhesive found under all key contacts.